Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone to report that the subject device had no picture-in-picture (pip) functionality. The customer was unaware of which device or system was passing a video signal via pip to the processor at the time of the call. The customer called back for further troubleshooting, as they were unable to get the pip display on the monitor when using the scope switch. Upon reviewing the switches, it was confirmed that none of them were set to pip. The customer was assisted in setting switch #3 to pip and successfully activated pip using both the scope and the keyboard. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had no pip (picture-in-picture). The event occurred during an unspecified procedure that was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h2, h6, h11 the device was not returned to olympus for inspection however, the customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. The customer informed tac of the event and reported event was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.